Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The patient alleged the pump pushed all the insulin out of the cartridge during the load step. The patient confirmed he was not connected to the pump at the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Recall #2531779-03/24/2010-003-r.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation load step malfunction and loss of prime with non-zero force were verified in black box. A pump rewind, load, and prime steps were performed with no loss of prime. Force sensor calibration was out of specifications. There was contamination on the force sensor plate. Unrelated to the complaint, evaluation revealed a scratched, faded/discolored display screen, which has no effect on insulin delivery function.